Event description:
After 8 months of the ins and adaptor implant, a decubitus was noticed at the pocket without an infection. The patient experienced erosion at the pocket. The ins and adaptor were replaced. The adaptor was placed at the side of the ins instead of under. Additional information has been requested.

Manufacturer narrative:
Product ID: 64002, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
Additional information received reported that the therapy was for parkinson¿s disease and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).